Manufacturer narrative:
H3: the actuator interface was found loose on the coupler tube. There is evidence of a detachment attempt using an instant detacher at this location. The break indicator was found intact. No evidence of detachment attempts was found at this location. The concerto pusher was found bent at ~33.0cm and ~114.0cm from the proximal end. The coin was found retracted out of the lumen stop. The shield coil was found intact with the implant coil already detached. The concerto implant coil was found undamaged. The detach element was found undamaged. The coin, retainer ring and lumen stop were found undamaged. Evidence of detachment attempt was found on this device using an instant detacher. The coin was retracted out of the lumen stop and the implant coil was detached as expected. As the merit 28mc24130sn micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the failures could not be determined. The 28mc24130sn micro catheter has a rated inner diameter of 0.020¿ (per merit website) is compatible for use with the concerto coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance felt during delivery and the coil was broken. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the subcarinal vascular location with an unknown max diameter and a 3mm neck diameter. It was noted the patient's blood flow was high and vessel tortuosity was severe. It was reported that the doctors found a piece of broken coil wire when they removed the introducer sheath from the femoral artery after completing the procedure. So they arranged the patient to do another CT scan and they found that the coil wire/filament was broken and retained in the patient. It was decided to cut down the groin and attempt to use a snare and remove the coil filament. After a few attempts, part of the coil filament was removed and broken into three pieces. There was a short segment of the coil filament that could not be removed and remained in the patient's body. The patient's condition was fine and there was no further treatment needed at the moment. It was thought that the coil filament was maybe due to a premature detachment of the coil during delivery. There was strong resistance felt during delivery and the coil prematurely deployed when the doctors attempted to remove the coil wire form the catheter. The coil was implanted in its intended location. The pushwire was bent/broken and not on purpose. The physician repositioned the coil 2-3 times. The physician did not attempt to detach the coil and the physician did not rotate the delivery pusher during the procedure. A continuous flush was administered during the procedure. The devices were prepared as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices include: merit model#7521-13 guide catheter and merit models28mc24130sn microcatheter